Manufacturer narrative:
A replacement pump was sent to the customer. The customer reported that she had mastitis and was treated with dicloxacillin prescribed by her doctor. Multiple attempts to contact the customer and follow up with her were unsuccessful. Also, the product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ir14-0084. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women wh have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P, 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service that the suction of her pump in style breast pump was low and could have contributed to her mastitis that requires medical treatment.